Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. No traces of moisture were noted at the electronic assembly. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported, the customer received a motor error alarm during a prime. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated their insulin pump was wet, due to possible insulin exposure. Customer also stated they were unable to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.